Event description:
The user facility reported that a portion of the guiding sheath became damaged during removal following an up and over peripheral intervention procedure. During follow-up communication the user facility contact stated: (1) the guiding sheath ¿tore¿ and ¿came unraveled¿ as it was being withdrawn; (2) the entire sheath was able to be safely removed; and (3) there was no reported impact to the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results - is based upon evaluation of the returned sample and user facility information; 213 is based upon testing of reserve samples conclusions is based upon evaluation of the returned sample and user facility information; is based upon testing of reserve samples. Examination of the return sample confirmed: (1) the sheath had been stretched with the plastic tubing layers becoming separated approximately 160mm from the hub of the device; (2) the edges of the plastic tubing layers adjacent to the point of separation were jagged; and (3) the inner coil wire layer was stretched, but remained intact connecting the portions of the plastic sheath. Evaluation of representative retained samples (from the reported lot, the previous lot & the subsequent lot) confirmed no evidence of abnormalities or defects. Testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).